Manufacturer narrative:
UDI number for the system was not previously provided but is now updated to proper value.

Manufacturer narrative:
UDI not available for this system at time of filing. A medtronic representative went to the site to test the equipment. The representative confirmed the issue and replaced the stand alone board and x-ray relay. The imaging system then passed the system checkout and was found to be fully functional. The suspected stand alone x-ray relay was returned for analysis, however, results are not yet available.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the site was able to acquire 3d scans of the patient after inquiring the 2d scans. The system got stuck on the acquiring scans screen. There was an attempt to try and restart the system. They had all green on their navigation system. There was an attempt to restart the system, but then the imaging system got stuck in the "initializing please wait" screen. The site was unable to open the gantry and remove the imaging image acquisition system (ias) from the patient. It was decided to continue the surgery with a different imaging system. There was no impact to the patient outcome and less than an hour delay due to the reported issue. No complications were reported/anticipated.

Manufacturer narrative:
The relay for the imaging system was returned to the manufacturer foe evaluation. Testing found that the fan would not cycle on. Two pins within the unit were found be to opened.